Event description:
It was reported to philips unit has an error code consistent with vent-inop: data acquisition printed circuit board assembly (pcba) analog to digital converter (adc) reference failed in the error log. The device was reported to have been in use at the time the malfunction was found. The customer reported that to have placed the patient on an alternative v60 unit and required no additional intervention or escalation of treatment. No patient harm was reported. Customer indicated unit has been sitting for extended time since code was generated. Philips remote service engineer advised customer caller per service guide: verify 3.3v in diagnostics, verify 2.5v ref on da pcba, replace the da pcba to mc pcba cable, replace the da pcba, replace the pm pcba, replace the cpu. Philips remote service engineer advised customer that if he is unable to duplicate the issue, he may want to replace the da pcba as a precaution. Philips remote service engineer provided part identification for da pcb and emailed customer a new service guide - revision p. Customer will perform any needed repairs and call back only if further assistance is needed. The customer indicated he was unable to duplicate the problem. Customer replaced data acquisition board, performed performance verification testing, and returned the unit to service.